Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse was not given authority by customer to service the unit.

Manufacturer narrative:
Npb identified error and made recommendations to customer, but was not authorized by customer to repair device. If repair information becomes available, a follow up report will be filed.